Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 23 fractured. Construction an implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.